Event description:
A customer obtained repeatable (B)(6) vitros anti-hbc quality control results ((B)(6) vs. Expected result= (B)(6)) processed on the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no patient samples were affected and erroneous results were not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that repeatable (B)(6) vitros anti-hbc quality control results were obtained from a single sample processed on the vitros 3600 immunodiagnostic system. There was no indication to suggest an instrument malfunction had occurred. The investigation was unable to determine a definitive root cause. However, a reagent and/or a control fluid issue cannot be ruled out as contributing factors. The root cause of this event is unknown.